Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade iii. Device evaluation: visual analysis of the returned device identified deformation, yellow particles, and fold creases. Cloudiness in the gel was observed after autoclave cycle:. A weight test of the explanted material was completed and found it to be within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and visual analysis reported deformation, fold creases and weight within specification. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, and ¿exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device was explanted.